Manufacturer narrative:
(B)(4). Batch # k92x79. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the clips malformed? Was there any feeding issues with the clips? If yes, please explain.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to the rn three clips were fired and the clips were not aligned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2016. Batch # k92x79. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to measure the jaws and they were found to be within specification. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.